Event description:
According to the reporter, during device follow-up, the device was unable to fire, the light information indicates that the stapler is working but it is not possible to open and close the jaw. There was no patient involved regarding the event. The device is expected to be returned for evaluation.